Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by sleeve function testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced blood leakage. This event occurred once. The following information was provided by the initial reporter. The customer stated: needle leaks blood. Some will leak blood before the blood collection tube is placed on the patient's arm. Some will occur when blood leakage occurs when the blood collection tube is changed.